Event description:
Pt had a high reading around 11 pm. Three units of humalog were administered. At 2 am, a reading of 96 mg/dl and then 177 mg/dl was obtained by the freestyle. A precision x meter was used for comparison and provided a reading of 43 mg/dl. The pt was incoherent with glassy eyes. Two 6.75 oz. Juice packs were provided to the pt as well as a bowl of cereal and 5 teaspoonfuls of honey.